Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt had an intertrochanter fracture and was treated with a pfna nail and blade on (B)(6) 2012. Approximately six (6) months later, the intertrochanter area had a full union; however, the blade backed out with a femoral neck fracture above the blade. Pt was revised on an unknown date to a total hip. No further information was available. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.